Manufacturer narrative:
E1: initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a guidewire fracture occurred requiring additional intervention. On (B)(6) 2026, the patient was taken to the operating room due to chest pain. Under general anesthesia with tracheal intubation, thoracic endovascular aortic repair (tevar), subclavian artery stent placement, thoracic aortography, and descending aortography were performed. The target lesion was located in the mildly tortuous, non-calcified thoracic aorta. During the procedure, a 300 cm, 8 cm poly tip v-18 control wire was advanced. Upon withdrawal of the steerable guidewire, it demonstrated sluggish movement followed by fracture. The fractured guidewire was immediately retrieved using a snare. The procedure was completed using another. There were no patient complications as a result of this event.